Manufacturer narrative:
Ref (B)(4).

Event description:
The physician successfully used an in.pact admiral drug eluting balloon during angioplasty to treat a lesion in the left sfa that was described as not tortuous with moderate calcification and 90% stenosis. The device was inflated to 8 atm and sufficient time was given to the balloon to be completely deflated prior attempting to remove the device however the balloon could not be moved through the 6f non medtronic sheath. Negative pressure was not held during retraction. No difficulty experienced during advancement of the device to target lesion. No damage noted on the sheath prior to use. The physician provided more force to retrieve the balloon and the distal end of the balloon broke off the proximal catheter shaft. The distal portion of the balloon remained lodged in the sheath.

Manufacturer narrative:
(B)(4).

Event description:
The physician successfully used using an in.pact admiral drug eluting balloon during angioplasty however the balloon could not be moved through the sheath after deflation. The physician used more force to retrieve the balloon and the distal end of the balloon broke off the proximal catheter shaft. The distal portion of the balloon remainded lodged in the sheath. The physician had to remove everything at one time and hold manual pressure of the right common femoral artery. No patient injury or clinical sequelae were reported for this event. Device was being used as per IFU and no observable physical defect was noted on the device. No intervention was required for this event.